Manufacturer narrative:
Device code relates to problem code for the reported event of stent partially deployed. The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that an ultraflex esophageal proximal release covered stent was to be used to treat a gastroesophageal junction stricture due to esophageal cancer during a stenting procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was not tortuous. According to the complainant, during the procedure, the physician started deploying the stent, however, the shaft was kinked and the stent was partially deployed. The procedure was completed a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A partially deployed ultraflex esophageal proximal release covered stent and delivery system was received for analysis. Visual examination of the returned device observed manipulation near the distal part. Functional analysis of the device found that the stent was able to be deployed without any resistance. The stent was measured to be within specifications. No issues noted with the green braided polyester suture and no other issues noted with the device. The damages noted with the device were consistent with the application of excessive force during usage. The investigation concluded that the cause of the reported event was most probably due to anatomical or procedural factor encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that an ultraflex esophageal proximal release covered stent was to be used to treat a gastroesophageal junction stricture due to esophageal cancer during a stenting procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was not tortuous. According to the complainant, during the procedure, the physician started deploying the stent, however, the shaft was kinked and the stent was partially deployed. The procedure was completed a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.